Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device is on the recall list. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to contact customer; however, the customer was unable to provide the other adc device's serial number and stated that they will arrange a call back once they retrieve the boxes of the device. There was no alleged adc device issue related to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 3 of 4 MDR submission. Reference#: mw5181316, mw5181317, mw5181319. All pertinent information available to abbott diabetes care has been submitted.